Event description:
Synovitis. Total knee replacement [knee arthroplasty]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) female patient, initials unknown, with osteoarthritis in left knee(kellgren - lawrence grade ii). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. On an unspecified date, the patient initiated first course of treatment with intra-articular synvisc (hylan gf 20) injection (dosage regimen not provided) in the left knee. The lot number for synvisc was not provided. On (B)(6) 2002, the patient received second synvisc injection of the course. On 04/16/2002, the patient experienced synovitis of left knee. The patient was treated with intramuscular celestone (betamethasone) for the event of synovitis of left knee. On (B)(6) 2002, the patient received third injection of the course in the left knee. On (B)(6) 2004, the patient underwent total left knee replacement of the left knee. The outcome for both the events was not provided. Relevant concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and the relationship with event of total knee replacement was assessed as unrelated.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.